Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc in telephone contact, the complainant informed that the information about lot number of the product was not available. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the ones recommended for the implant installation

Event description:
(B)(4) ¿ the dentist reported that after dental implant was installed in intraoral region 30#, its non-osseointegration was observed. More than 60 ncm of primary stability was achieved (excessive torque), the patient presented bone type ii, bone graft was executed and immediate implant and immediate load were performed.